Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly, the homechoice machine alarmed a system error 2240 (air in line) alarm during dwell 5 of 7. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were not properly spiked and connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted the hp with ending therapy. The hp will continue therapy with manual bags. No clinical consequences for the patient were reported. No further information is available.